Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/11/2024. The following additional information: could you please clarify when did the issue occurred (in the package/removal from package /during passage through tissue)? Please confirm: the issue occurred while opening the foil/package. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 1/11/2024. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a circumcision procedure on 7-nov-2023 and suture was used. Doctor while opening the suture foil for suturing the skin in circumcision procedure, he found the thread and the needle separated and the same was found in the continuous 3 other foils also (totally 4 foil), he used other foil and closed the procedure. The surgery was delayed 15 minutes. There were no patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/5/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify when did the issue occurred (in the package/removal from package /during passage through tissue)? Please confirm the following information was received: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 15 min, action taken when event occurred? Taken other foil to close the procedure, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-09459, 2210968-2023-09460, & 2210968-2023-09461.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received one empty opened folder and some suture pieces that pertains to the product code nw2732. Upon visual assessment of the sample, the needle was not returned for evaluation. It was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, this caused the needle was not present. Per the sample condition, the functional test cannot be performed. It was not possible to determine the assignable cause as the foil packet was not returned. In further investigation, it was noted that the product had expired. The lot number was reviewed, and it was found that it was manufactured on january 1, 2020, and the expiration date on december 31, 2022, these products have three years life cycle time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1 ¿ upon evaluation of the returned device, this event meets the criteria for a reportable malfunction. The initial medwatch report and this follow up medwatch report are now valid again.